Manufacturer narrative:
(B)(4). The customer¿s report of error code 255-16-275 occurring during an infusion was confirmed. Analysis of the pcu error log showed that a system malfunction, error code 800.8000.0 (general os failure), occurred on (B)(6) 2018 at 10:04 am. Review of the pcu event log shows that prior to the start of an infusion the pump module alarmed for flow stop open, followed in rapid succession by the user starting the infusion. The system error occurred later, when the user selected the same device, programed the same infusion, and then started the infusion. Functional testing of the device replicated the system error by programming an infusion, and just prior to the start of the infusion creating a flow stop open alarm. The alarm resolution and simultaneous start of the infusion creates a race condition. When this occurs the pump module starts infusing, however the pcu displays that the module is in an idle state. The system error then occurs when there is a state change, in this case when the infusing device was later selected and programmed for the same infusion and the infusion was started. The root cause of the error code 255-16-275 was identified as a software timing anomaly. The 800.8000 issue (displaying 255-16-275 on the screen) was due to the race condition of starting the infusion on the pcu at the same time as clearing the flow stop open alarm on the pump module.

Event description:
The customer reported that during an infusion with 4 modules, an error code 255-16-275 occurred. The patient was also receiving a high dose of vasoactive medication on a separate alaris system at the time of the event, and the error code alarm on the event module did not impact the other alaris system infusion. No patient harm was reported.